Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon interrogation, the device was found to be in back-up vvi mode. A device code download was performed successfully. The device was restored to normal function, and remains implanted.